Event description:
It was reported that during patient use, the ventilator was making a different sound. The ventilator continued to ventilate the patient. The patient was placed on another ventilator. There was no harm to the patient. The reporting hospital will not share patient information.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.